Manufacturer narrative:
Method: involved device has been requested, but has not returned for evaluation. Therefore, the investigation consisted of a review of retention samples, user facility info and manufacturer quality records. Result: the review of the retention samples. Retention samples from the reported lot, the previous lot and the subsequent lot were evaluated. All samples were found to be within specification with no abnormalities. A review of the quality records did not indicate any production related problems and there have been no previous complaint reports for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available info, there is no indication that there was any relation to a device defect or malfunction. The event description is consistent with the luer tip having been damaged as a result of improper use (such as-applying excessive torque or a lateral force during connection). All available info has been placed on file in qa for appropriate tracking, trending, and follow-up.

Event description:
(B)(4).